Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device had excessive vibration and it was noisy (failed vibration assessment). It was further determined that the device passed the visual assessment but failed the functional assessment. During repair, it was observed that the locking mechanism and back end assembly were contaminated, and the laser etching was fading away. It was determined that the issues were consistent with normal wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing, it was observed that the attachment device was making noise. During in-house engineering evaluation, it was observed that the device had excessive vibration and it was noisy (failed vibration assessment). The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.